Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was unknown. Customer stated that the battery cap sticking out. Customer stated that he did not press the cap while connected. Customer was advised that the device would be replaced. Customer was advised to follow their medically prescribed back up plan.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, loose/protruded drive support disk, cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. The battery was secured properly inside the battery tube during testing. No battery anomaly noted.